Event description:
During a pta/stenting treatment procedure to dilate a lesion in the popliteal, removal difficulties were encountered. Pta was performed through a long distination sheath. The wallstent was then advanced over the wire to the target lesion. After the wallstent was deployed, the physician attempted to withdraw the delivery device. The delivery catheter would not track over the wire for removal. The entire system was removed as a unit. The procedure was successfully completed. The pt is reported as 'fine'; no injuries or complications were reported.